Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the system log file showed a frame grabber card initialization error in the flexvision pc, which resulted in the system to stop booting. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The defective flexvision pc was returned to philips for failure analysis, and the cause of the failure was found to be a failed dual-in-line memory module (dimm). Due to manufacturing issues, the frame grabber card and dimms may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024, z-1156-2024. To resolve the issue, fse replaced the flexvision pc and installed an old hard disk drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.